Manufacturer narrative:
The reported event of "white ring in top of the ring is torn apart" (material split, cut or torn) was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. The soft tip of the lead was found to be torn apart consistent with procedural damage upon visual inspection. The cause of the reported event was isolated to procedural damage.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead was torn apart. The rv lead was not used, and the procedure was completed with a different lead on (B)(6) 2024. The patient condition was stable throughout.